Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the point of care unit (pcu) was not powered on and there was no ac indicator light. Therefore, point of care unit front case with keypad needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Customers received notification of the field action. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device repair or returns are handled within the scope of the field action h3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the point of care unit (pcu) was not powered on and there was no ac indicator light. Therefore, point of care unit front case with keypad needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The customer reported complaint of the keypad being replaced due to the device not turning on and having a faulty ac indicator light was evaluated. Physical inspection noted the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer and a broken trace. The front case keypad was connected to the cad pcu test fixture for functional testing. Test results identified that the ac indicator lights did not illuminate on, and the system on key did not function after plugging in the power cord. All other keys on the keypad were functioning as intended. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 30-nov-2017. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only a keypad was provided for investigation.

Event description:
It was reported that the point of care unit (pcu) was not powered on and there was no ac indicator light. Therefore, point of care unit front case with keypad needed to be replaced. There was no patient involvement.